Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed critical pump error. 30 minutes after receiving a replace battery alarm. Customer wasn't sure of his blood glucose level at the time of the incident but stated it might have been about 300 mg/dl. Customer treated blood glucose with manual injections. Customer stated the critical pump error image was display. Customer was advised the device needed to be replaced. The device is returning for analysis.

Manufacturer narrative:
Findings: pump received with critical pump error (open book image) and unable to download due to cold solder joint. No cosmetic damage noted.